Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impact. Customer was able to load a new cartridge successfully and deliver a bolus.

Manufacturer narrative:
No product returned for eval. Should additional info become available a supplemental form will be completed.